Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. [Name removed] called and this unit was pm'ed in 2007, now they are not getting any alarms, when she plugs in air and dials fi02 at 60%, unit does not alarm.

Manufacturer narrative:
The following information concerning the evaluation of the device is a summary of the information documented by the cardinal health service dept. Tech. The cardinal health service dept. Tech evaluated the device and determined that the root cause of the reported event was that the alarm poppet in the blender was dry (no lubrication). Thus the alarm poppet was unable to move resulting in no audible alarm. The cardinal health service dept. Tech lubed the alarm poppet in the blender, cleaned the device, and ran the device thru a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the customer's control ready to be placed back into service. No component or system trend has been identified, and this is considered to be an isolated incident.